Event description:
It was reported that on (B)(6) 1994 the pt had ankle surgery at upstate medical center. A 5 hole and 6 hole plate and 3.5 mm screw(s) and 4.0mm screw(s) were implanted. The pt says the plates were bent and the screws used broke off inside the pt's ankle bone. The pt is asking if any of the pieces implanted were recalled.

Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info becomes available it will be reported on a supplemental report. Same pt event as MDR: 8031020-2012-00204, 00205, 00207.